Event description:
It was reported that during a laparoscopic hepatectomy procedure, the tissue pad was damaged soon and the device became not to be activated. Another device was used to complete the procedure. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for eval. Eval summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event.